Manufacturer narrative:
Additional information received on march 26, 2025, stating that there was no patient involvement.

Event description:
It was reported that the device had a downstream occlusion alarm. There was unknown patient involvement/patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext: (B)(6) h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of several downstream occlusion alarms. Visual and functional tests were performed, which found fluid ingression in the downstream occlusion (dso) sensor. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue as well as the front and rear piezo assemblies for damages found on the wires.